Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s touchscreen became unresponsive and the user was unable to unlock the screen, though touch input worked while the pump was on the charging pad; a restart was performed and the touchscreen functioned normally afterward. Symptoms included no reported clinical effects. Outcomes included restoration of normal device function after guidance to restart, with no alarms and no need for further assistance. Investigation included customer troubleshooting and device restart. Investigation of this case revealed a transient touchscreen malfunction that resolved with a reboot, with no persistent hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software or interface anomaly that was resolved by power cycling.